Manufacturer narrative:
Date of event - estimated. Exemption number e2019001. The device was returned for analysis. The reported break was confirmed. Additionally return device analysis noted that of portion of the proximal hub was separated and the device leaked at the location of the break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no report of a hub crack and/or leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the inflation device was over torqued during connection to the hub resulting in the reported break/noted cracked hub, leak and the noted proximal end of hub separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on attempting to attach a 4.00 x 12 mm nc trek rx balloon dilatation catheter (bdc) to an unspecified indeflator, the bdc was noted to have a crack in it. There was no patient involvement and no reported clinically significant delay in the procedure. Returned goods analysis identified that on attempting to pressurize the balloon of the bdc with an indeflator, fluid was observed coming out of the crack [leak] and a portion of the proximal end of the hub was separated. No additional information was provided by the account.